Event description:
Patient experienced inappropriate therapy due to noise oversensing.

Manufacturer narrative:
Analysis noted insulation abrasions at 12.2 cm and 13.5 cm from connector pin. The lead abrasions are consistent with that produced by friction with the ICD can.